Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a brachial artery was attempted using a proglide device with a 6fr sheath after a renal stenting procedure. Reportedly, after a successful renal artery stenting procedure, while using the proglide device, the posterior wall of the brachial artery was dissected which occluded the vessel. The patient was sent for surgical repair. Hemostasis was achieved surgically. There was a clinically significant delay in the procedure due to the use of the proglide. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported patient effects of dissection and occlusion and the relationship to the product, if any, cannot be determined; however, the treatment of surgical procedure appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.